Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) they were sweeping their kitchen floor and afterwards noticed they were feeling a sensation in their chest when stimulation was on, and were no longer feeling stimulation in their legs. Impedances were taken which were all within normal limits. The only x-ray that was done was one that was performed in (B)(6). The patient was advised to keep their stimulator off but charged. An x-ray was taken later which showed no lead migration. The patient was reprogrammed using different areas of the lead, but the patient still felt the sensation in her chest, but did feel some in their legs. The cause of the issue was unknown. Everything anatomically and with the stimulator checked out normal. The issue still wasn't resolved, so the patient was advised to leave stimulation off for two additional weeks and try again at that time. The physician was aware of what was going on. Relevant medical history includes spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the device would start turning itself up and down and it felt like something was pushing on her chest and it became harder to breathe. The patient stated she saw a manufacturer representative and was told there was nothing wrong, they couldn''t see anything wrong with the wires. The patient mentioned they did not look at the implant and just read it on the programmer. The patient reported that she couldn''t keep taking time off because of the pain and noted that when she knows she was going to be doing a lot of sitting she would turn it down because it doesn''t hurt as much sitting as it does when standing.